Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals. The physician asked technical services (ts) about the electrogram (egm) going flat towards the end of an atrial threshold test. Ts noted that the pacemaker was device operation from the test to normal brady parameters and that there did not seem to be any evidence of right ventricular (rv) loss of capture (loc). The rv threshold has been stable. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.